Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring on the insulin pump's reservoir compartment was loose. Blood glucose level at the time of the incident was 7.8 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a missing retainer. Unable to perform the displacement test due to a missing retainer. The device had a missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked select button on the keypad overlay, damaged keypad overlay texture, and peeling end cap address label.